Event description:
This customer reported an unspecified pacing issue for this defibrillator. There was no report of negative patient impact.

Manufacturer narrative:
(B)(4). This customer reported an unspecified pacing issue for this defibrillator. There was no report of negative pt impact. This complaint is still be investigated. A follow-up report will be submitted upon completion of the investigation.